Event description:
A sales representative reported to baxter corporate product surveillance a clearlink duo-vent continu-flo set in which a no flow occurred. According to the report, a doctor attempted to access y-site port with a syringe of saline and could not get the medication to flow through the site. A nurse attempted to push the medication in the syringe through and was not able to. She reattached the syringe to the port and it worked fine. Then the doctor undid it and reattached it to the port and it would not work. The tubing was changed out and no other failures were noted. The event occurred during patient use. There was patient involvement, but there was no patient injury, medical intervention, or adverse event associated with this report. No additional information is available.

Manufacturer narrative:
(B)(4). Additional information: initial evaluation confirmed the reported condition. Upon completion of baxter's investigation, a follow-up will be submitted.

Manufacturer narrative:
(B)(4). Sample evaluation: a sample was returned for evaluation. A visual inspection was performed and showed that there is a 3 ml (milliliters) syringe attached to the bottom y site with 1 mls remaining. The syringe was removed and the y site was then checked, re-knit was identified in the bottom y site. The other two y-sites also flowed normally when attached to an in-house secondary set spiked into a 1000 ml solution bag, containing reverse osmosis water. The reported condition was confirmed. The root cause of the reported no flow was determined to be due to a blocked y-site.

Manufacturer narrative:
(B)(4). The sample is reported to be available for evaluation. If the sample is received or additional information becomes available, a follow-up report will be submitted. A batch review could not be completed as the lot number was not provided by the customer.